Event description:
Patient was subjected to a 45-60 minute surgical delay when difficulty opening the cement package caused it to slip from the nurse's hands, contaminating the sterile field, wasting the stem and cementralizer, and necessitating the resterilization of the instruments.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.